Manufacturer narrative:
D9, h3 plant investigation: the actual sample was returned to the manufacturer and a physical evaluation was performed. During the disinfection of actual sample, a leak was found on cassette film. The actual sample was visually inspected with the microscope and hole was found in the cassette film. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The reported event was confirmed during sample evaluation. However, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a leaking cassette during a fill cycle while training. The nurse received a air detected in cassette alarm. The nurse disconnected the patient and fluid came flowing out after opening the cassette door. The nurse stated the patient does fine with continuous ambulatory peritoneal dialysis (capd). Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event and fluid was found on the cassette and inside the cassette door after treatment. The pdrn confirmed the leak occurred during fill 3 of treatment. The pdrn stated a pinhole in the cassette opposite side of the dome was found. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, levaquin (250 mg, oral, every other day, 14 days). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the clinic has received the replacement cycler and is continuing with peritoneal dialysis. The pdrn confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a leaking cassette during a fill cycle while training. The nurse received a air detected in cassette alarm. The nurse disconnected the patient and fluid came flowing out after opening the cassette door. The nurse stated the patient does fine with continuous ambulatory peritoneal dialysis (capd). Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event and fluid was found on the cassette and inside the cassette door after treatment. The pdrn confirmed the leak occurred during fill 3 of treatment. The pdrn stated a pinhole in the cassette opposite side of the dome was found. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, levaquin (250 mg, oral, every other day, 14 days). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the clinic has received the replacement cycler and is continuing with peritoneal dialysis. The pdrn confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a leaking cassette during a fill cycle while training. The nurse received a air detected in cassette alarm. The nurse disconnected the patient and fluid came flowing out after opening the cassette door. The nurse stated the patient does fine with continuous ambulatory peritoneal dialysis (capd). Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event and fluid was found on the cassette and inside the cassette door after treatment. The pdrn confirmed the leak occurred during fill 3 of treatment. The pdrn stated a pinhole in the cassette opposite side of the dome was found. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, levaquin (250 mg, oral, every other day, 14 days). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the clinic has received the replacement cycler and is continuing with peritoneal dialysis. The pdrn confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.